Event description:
Reviewed the surgeons database report which offered no comments from the surgeon about the exchange nail procedure. Reviewed the patient x-rays which show a non-union shifting out of alignment. The surgeon preformed an exchange nail procedure to replace the nail and repair the fracture. No indication of product defect.